Manufacturer narrative:
The pump was returned to animas for evaluation. During testing, the down arrow button was found to be intermittently responsive to button presses. The keypad was removed and adhesive was found under all button contacts.

Event description:
Patient reports that down arrow stopped responding. Patient first noticed the issue two days ago. Patient does not clean the pump. Patient wears the pump attached to belt.